Event description:
During a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician was placing a taxus express2 2.50x12mm drug eluting stent in a very tortuous region of the right coronary artery (rca). The physician predilated the lesion with a maverick balloon but was unable to cross the lesion with the stent. Stent strut damage was reported. The physician completed the case with a different device of unknown type and size. No patient complications were reported and the patient condition was reported as "ok."